Event description:
Ng, nasogastric, tube placement checked by physician by auscultation. Order given to begin lavage. 5 ml had been administered before procedure stopped due to patient coughing. Chest x-ray confirmed tube was in bronchus. Tube placement corrected. No injury to patient.